Manufacturer narrative:
The event occurred in china. It was reported that the flow rate changed greatly and was very unstable on the rotaflow console during use. The device was immediately exchanged with a backup device. It is suspected that the rfd main connector had a problem. No harm to any person has been reported. Due to the reported exchange during use a report is required. The patient data (such as sex, weight and age at the time of event) was requested on 2024-12-09 but the customer not provided any details. According to the ssu (sales and service unit) dated on 2024-01-19 the customer confirmed not to order any repair. Based on the information available at this time, the reported failure could be confirmed, but no exact root cause could be determined. However, the failure mode "unstable flow" can be linked to the following most possible root causes according to our risk management file - malfunction of bubble/flow sensor electronics - dried contact gel - user forgot renewing contact gel - mechanical defects (impact) - zero flow calibration failed - incorrect flow measurement. The review of the non-conformities was performed on 2024-12-11 and during the period of 2017-02-22 to 2024-12-06 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n 90437717 was produced in 2017-02-22. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 5.1 apply ultrasonic contact cream to both sides (left and right) around the outlet of the rotaflow centrifugal pump. Both sides must be completely covered with the ultrasonic contact cream. Chapter 6.2 the ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. Complete reapplication in less than 60 seconds. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in china. It was reported that the flow rate changed greatly and was very unstable on the rotaflow console during use. The device was immediately exchanged with a backup device. It is suspected that the rfd main connector had a problem. No harm to any person has been reported. Due to the reported exchange during use a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. This event occurred on the chinese market on a significantly similar device to rotaflow, which is sold in the us. For d4 unique identifier (UDI): (B)(4), primary di number has been used for rotaflow with catalog number: 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.